Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that after taking a shower, the infusion set could not be locked and her blood glucose level was going up. Her infusion set looked like as if someone had cut it in half about four inches away from the quick release. The site location was lower left side of her stomach and the pump was located on her left hip. The infusion had been in use for two days and the infusions were stored in the bathroom cabinet. There was no stress or pull on the tubing and the pump was not dropped with the set connected to her body. No further information available.